Manufacturer narrative:
H10 - b5 describe event or problem, corrected data: initial report inadvertently separated adverse events in two different reports but moving forward all events will be housed within a single report.

Event description:
Moving forward, the report of fatigue will now be housed in MFR. Report # 1644487-2023-01496.

Event description:
It was reported that upon interrogation of the patient's device high impedance was seen. Patient was noted to also be experiencing fatigue. Additional information was received noting that the device was disabled and that the patient was referred for a revision. It was also noted that the patient recently went to the emergency room due to an increase in seizures. Information was received from the physician noting that the cause of fatigue is currently unknown. The high impedance and increased seizures is reported in MFR. Report # 1644487-2023-01496. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.